Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in spain contacted biomérieux to report a false susceptible trimethoprim/sulfamethoxaole (sxt) for escherichia coli in association with the vitek® 2 ast-n244 test kit. Customer has performed confirmatory testing: walkaway - mic > 4/76 resistant (r); disc diffusion - resistant (r); ast - n244 (same strain tested at different hospital) - mic <= .020 susceptible (s). The customer stated there is no adverse impact related to the patient's state of health. The customer stated they always perform disc diffusion in tandem with the vitek® 2 ast-n244 testing. The disc diffusion result was provided to the physician. Culture submittal was requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of false susceptible sxt for escherichia coli in association with the vitek 2 ast-n244 test kit. Kirby-bauer disc diffusion and walk away both provided results of resistant for sxt. Biomérieux investigation was conducted. Testing included: - broth microdilution (bmd, the sxt02n reference method): sxt mic >640mg/l resistant. - vitek 2 ast-n244 (customer lot): sxt mic >320mg/l resistant. - vitek 2 ast-n244 (random lot): sxt mic >320mg/l resistant. - kirby-bauer sxt disc diffusion: resistant. The investigation did not reproduce the susceptible result obtained by the customer. The investigation concluded the vitek 2 ast-n244 card is performing as expected.